Event description:
A (B)(6) male patient contacted zoll customer support to report that he was receiving constant check therapy electrode pad messages and adjust belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages, adjust belt/check belt messages) was confirmed. Upon investigation the electrode belt failed incoming functional testing. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" to the front therapy electrode. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the defective electrode belt. The patient rec'd a replacement electrode belt.